Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -control section was worn out. -switch box was worn out -scope connector was scratched. -boot was scratched. -universal cord coating was peeled off. The device had been reprocessed with a non-olympus automated endoscope reprocessor, etd3 (not available in the USA), using peracetic acid. Oekg sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas (79cfu) were detected from the sample collected from the air/water channel of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.